Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13420756 revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. No excursions were found for lot 13420756. The product is expected, but the analysis has not been received for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
During a stent assisted coiling with an enterprise stent, the orbit rdfl complex fill coil became trapped in stent mesh and operator believed that excessive force and manipulation of catheter/coil caused it to detach prematurely partially in aneurysm and partially protruding into (ica) internal carotid artery. This was an elective coiling of an recurrent aneurysm in the distal section of the ica anterior choroidal region.